Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: cespace polyetheretherketone cage, medical product: maxan titanium plate fixation, c4-5, c5-6 anterior, therapy date: (B)(6) 2020. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was becoming nauseous from using the spinalpak assembly. The first time the patient used the assembly, she felt nauseous after one hour of treating. The patient contacted her physician and was advised to change the placement of the electrodes from the side of the neck to the front of the neck. The patient tried wearing the electrodes towards the front of her neck and experienced nausea again after one hour of use. The patient tried placing the electrodes towards the back of her neck and still experienced the nausea after one hour. The patient contacted her doctor again and was advised to discontinue treatment with the unit. The patient has since stopped using the spinalpak. The patient stated that she does not normally get nauseous and believes it was related to the device. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was becoming nauseous from using the spinalpak assembly. The first time the patient used the assembly, she felt nauseous after one hour of treating. The patient contacted her physician and was advised to change the placement of the electrodes from the side of the neck to the front of the neck. The patient tried wearing the electrodes towards the front of her neck and experienced nausea again after one hour of use. The patient tried placing the electrodes towards the back of her neck and still experienced the nausea after one hour. The patient contacted her doctor again and was advised to discontinue treatment with the unit. The patient has since stopped using the spinalpak. The patient stated that she does not normally get nauseous and believes it was related to the device. It was reported that no further information is available.